Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded by the hospital. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Concomitant medical products: item number: 00610505028, item name: standard liner, lot #: 6120900, item number: unknown, item name: unknown cup, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00865.

Event description:
It was reported that patient underwent right hip revision approximately thirteen years post-implantation due to chronic dislocation, pain and implant noise. Attempts have been made, and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated : reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.zimmer biomet will continue to monitor for trends.